Manufacturer narrative:
Concomitant medical products: product ID: 37082-40, serial# (B)(4), implanted:(B)(6) 2009, product type: extension. Product ID: 3998, lot# v029383v01, implanted:(B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted:(B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted:(B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was about to die and she was not able to connect with the ins recharger (insr). She wanted to charge her ins but the insr was showing a reposition antenna screen. The patient programmer (pp) was showing a poor communication screen. This was all noticed on the day of this report. During the same month, it was stated that there was evidence of battery failure according to the patient¿s healthcare provider (hcp) and the patient had an appointment with her hcp the day of this report concerning replacement of the ins. The battery failure was stated to have been determined about 3 weeks ago because the ins was not holding a charge. It was first noticed in (B)(6) 2015 that the ins would not hold a charge. It was noted that the patient last charged successfully 1.5 weeks prior to this report but it never fully charges. It would go up to ¼ and stay there. That would last for a few days and then she would have to charge again. The patient then said she would get more than ¼ charge which would last for 1 week and it would not read correctly. It was also noted that the patient had been having multiple surgeries and only was able to get an appointment the day of this report with her hcp. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention occurred, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.